Manufacturer narrative:
Method: device not returned for inspection, lot number not known. According to the rec'd information, inion cps mesh plate implanted in the pt's right orbital floor had to be surgically removed and replaced with another product after it had fractured approx 7 months postoperatively. There was a piece protruding from the tissue. No complications in removal or replacement. The fact that the fractured plate had to be replaced with another plate 7 months after the original procedure indicates that the orbital floor had not healed as expected. It should be noted that the biodegradable mesh plate loses most of its mechanical stretch by 6 months after implantation. Normally, the tissues have healed by then. It is not known whether the mesh plate had been fixed with screws. Inion has previously rec'd information of complications in orbital floor cases where the mesh plate has not been fixed. Plates that are not fixed have been shown to induce stronger inflammatory reaction and more fibrous tissue formation around them than implants that are fixed in place (nieminen et al. 2008). Furthermore, plates that are not fixed are obviously more likely to get displaced than plates that are properly fixed. There are several references in the instructions for use about the need of fastening the meshes and plates with screws.

Event description:
Hardware removal case on a pt. Seven months postoperatively, plt-1030 (mesh) product fractured in pt's right orbital floor, a piece was protruding from the tissue. Removed plate and replaced with another product. No complications in removal or replacement. Original surgery was on (B)(6) 2010 for an orif right zygomatic maxillary complex fracture with right orbital floor blowout/lefort 1.